Event description:
The smart control stent delivery sys was positioned via a femoral approach at the level of a sub occlusive lesion in the brachiocephalic artery, after predilatation with a 4 mm pta balloon. (The aortic arch was type iii configuration.) After deployment, the stent delivery sys was removed from the pt. Upon inspection of the smart control stent delivery sys after removal, it was observed that the distal tip was missing from the stent delivery sys. A control angiogram showed the tip of the stent delivery sys, still mounted on the guide wire, caught in the distal end of the stent. Via a brachial approach using a 7f introducer, an angiotec ensnare snare was introduced. The distal end of the amplatz guide wire was captured with the snare to secure the tip of the smart control stent delivery sys onto the guidewire, and the guidewire was then pulled back into the 9f vista brite tip guiding catheter along with the tip of the smart control stent delivery system. Once the tip was within the 9f vista brite tip guiding catheter, the snare was disconnected from the amplatz wire and removed from the pt via the brachial introducer. The guide catheter along with the guidewire and the tip of the smart control stent delivery system were then removed from the pt via the femoral sheath introducer. It was noted that there was a good final stenting result, with the stent remaining in the intended location. There was no report of pt injury. Add'l info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is said to be available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.